Manufacturer narrative:
This is one of four products involved with this event in which associated MFR report numbers are 9616099-2009-00587, 9616099-2009-00588, 9616099-2009-00590. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Add'l info will be submitted within 30 days of receipt.

Event description:
An affiliate reported that there was a problem with the hub of infinity catheters being incompatable with the injector. When connecting the infinity catheter directly to the injector, the catheter hub was a little bigger than the injector's connections.